Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "foreign matters (insects) found in tubes."

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had foreign matter in tube; biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "foreign matters (insects) found in tubes.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/4/2020. H.6. Investigation: bd received 1 shelfpack from the customer for investigation. The samples were evaluated by visual examination. And the indicated failure mode for fm - insect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.